Event description:
Health professional reported capsular contracture, baker grade unknown. The location of the device has not been specified. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is/was capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported capsular contracture, baker grade unknown. The location of the device has not been specified. This record relates to the left side.